Manufacturer narrative:
The device has been explanted but we have not received it back yet.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; the device weighed 1.6g over specification.